Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Event description:
Healthcare professional reported right side "rupture" and "swelling" confirmed via ultrasound. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture" and "swelling" confirmed via ultrasound. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture/deflation" and "had swelling" confirmed via ultrasound. Record is for right side. Device has been explanted.